Manufacturer narrative:
E1/facility name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216, the video connector is cracked, and the image disappeared. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental.

Event description:
It was reported that during setup for an unspecified procedure, prior to the patient entering the room, a communication error occurred on the flex deflectable videoscope along with image noise. There were no reports of patient harm.